Event description:
The hospital reported that during coronary artery bypass graft procedures, several heartstring seals malfunctioned. The initial report did not provide additional information regarding the clarification of the failure modes. No patient complications were reported by the hospital.